Manufacturer narrative:
(B)(6). An event regarding infection involving a tritanium shell was reported. The event was not confirmed. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that patient had right hip revision due to septic hip and loose prosthesis.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 623-00-36f, trident 0° x3 insert 36mm ID, lot code: mnlav3. Cat. No.: 6721-0837, size 8 accolade ii 127 deg, lot code: 46887601. Cat. No.: 6570-0-536, delta v-40 ceramic head 36/+2,5, lot code: 43847701. Cat. No.: 2030-6540-1, 6.5 cancellous bone screw 40mm, lot code: mnjjw2. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient had right hip revision due to septic hip and loose prosthesis.